Manufacturer narrative:
Test infusion set/p-cap locks in properly. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
It was reported that the insulin pump had fluid under the lcd screen. The customer was advice to revert to backup plan per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.